Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported cs300 intra-aortic balloon pump (iabp) batteries was failed.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the battery to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released for clinical service.

Event description:
It was reported that during a preventative maintenance performed by a getinge field service engineer (fse), the batteries of the cs300 intra-aortic balloon pump (iabp) failed as they did not last. There was no patient involved.